Event description:
The account reported the side rails latch then fall down. The bed is located in the facilities ICU. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician investigated and the account could not locate the bed in question. No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.